Event description:
Same case as MDR ID: 2134265-2013-07480. It was reported that the patient experienced ventricular tachycardia. The patient presented emergently with st elevation. The target lesion details were unknown. A rotalink advancer and burr were used to treat the target lesion. During the procedure, it was noted that the burr stopped rotating following a drop of pressure in the tubing. Subsequently, the patient experienced ventricular tachycardia requiring external electric shock. No additional patient complications were reported and the patient's condition is fine. The incident had no further impact on the patients' health.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: device avail for eval, device returned to MFR, returned to MFR on, device evaluated by manufacturer, eval summary attached, method codes, result codes, conclusion codes, upn, device lot number, device expiration date, device manufactured date. Device evaluated by manufacturer: a visual examination of the complaint catheter unit was carried out. The catheter unit was attached to the related advancer unit. A connect/disconnect test and a tug test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator catheter unit was wet tested using the related advancer unit and no speed was met. The related advancer unit was dismantled and it was noted that the turbine was seized and a melted ultem was evident. The catheter unit was further wet tested using a test advancer unit and a speed of 175krpm at 38psi was achieved. No functional issue was noted with the catheter unit. The catheter was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07480. It was reported that the patient experienced ventricular tachycardia. The patient presented emergently with st elevation. The target lesion details were unknown. A rotalink advancer and burr were used to treat the target lesion. During the procedure, it was noted that the burr stopped rotating following a drop of pressure in the tubing. Subsequently, the patient experienced ventricular tachycardia requiring external electric shock. No additional patient complications were reported and the patient's condition is fine. The incident had no further impact on the patients' health.

Manufacturer narrative:
Ae or product problem: corrected from reported issue is both an adverse event and product problem to adverse event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07480. It was reported that the patient experienced ventricular tachycardia. The patient presented emergently with st elevation. The target lesion details were unknown. A rotalink advancer and burr were used to treat the target lesion. During the procedure, it was noted that the burr stopped rotating following a drop of pressure in the tubing. Subsequently, the patient experienced ventricular tachycardia requiring external electric shock. No additional patient complications were reported and the patient's condition is fine. The incident had no further impact on the patients' health.